Event description:
Reportedly, the device should have rendered a shock decision for a shockable pt rhythm a lifepak 11 defibrillator/pacemaker/monitor was used to deliver defibrillator therapy to the pt. Pt outcome was not reported, however, the rptr indicated that pt care was not affected, due to that pt care was not affected, due to timely use of the paramedic device.